Manufacturer narrative:
A ge service rep performed an on site investigation. The malfunction was verified. Replaced the single board computer (sbc), hard drive, system interface and associated components for compatability to the new computer. The system was tested and found to be working as intended and placed back into service.

Event description:
It was reported that intermittently the 6800 system does not boot up and a communications error is displayed. There was no report of pt injury.